Event description:
Report received of a non-delivery of potassium chloride. The patient was ordered to receive either 20 or 40meq of potassium chloride in a 250ml bag of normal saline to infuse at 100ml/hour. It was reported that the bag was started at 2:00pm, and that at 3:00pm the bag was still full. The pump was removed from clinical service and the infusion was completed using a different pump. There was no reported adverse effect to the patient. The customer contact could not recall any other event details.